Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based upon the information from olympus keymed ltd (okm), there was the possibility that this phenomenon was attributed to the accidental failure of the camera cable of the subject device. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device in this report was not returned to omsc for evaluation, omsc could not evaluate the subject device. Olympus (B)(4) checked the subject device and duplicated the reported phenomenon such as abnormal image. (B)(4) also found that the video cable was damaged and leaked. (B)(4) repaired the subject device and returned it to user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified therapeutic procedure with the subject device at the user facility, the endoscopic image on the monitor disappeared. The user facility replaced the subject device to a similar device to complete the procedure. There was no report of patient injury associated with this event.